Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause were problems with the rotor motor and sag head being corroded. These components were each replaced along with other components.

Event description:
It was reported that the handpiece overheated. At this time, it is unk if this occurred during a procedure. There were no adverse consequences reported. Attempts to gather additional info from the account on (B)(6) 2010 and (B)(6) 2010 were unsuccessful.